Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for storage - tube/no sample with the incident lot was not observed. Retention samples were unable to be tested for this defect type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode storage - tube/no sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). Investigation summary: catalog number: 367820, batch number: 5211614. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. One customer photo was received. The photo contained information on what tubes were received by the customer. Therefore, bd cannot confirm the reported defect based on customer photo analysis. No retain tests cannot be performed for this defect type. The root cause from this defect is not related to the manufacturing process. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that prior to using bd vacutainer® serum, an unspecified number of tubes exhibited temperature excursion during transport. No adverse impact was reported regarding the patient or user.